Manufacturer narrative:
This info was not provided during the initial report. Add'l info requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
Pt status post epoca implantation on (B)(6)-2010 returned to surgeon's office. Pt has glenoid arthrosis, instability and rotator cuff issues. Surgeon removed the hardware on (B)(6)-2011. This is one of four reports for this event.